Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a battery out limit and a blank display. Customer continued having multiple alarms. The customer also experienced high blood glucose. The customer's blood glucose was 400mg/dl. The customer stated they had high blood glucose due to pump being off when he woke up.